Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had an electrical reset, possibly around the time that the patient had a computed tomography scan. The ICD was programmed back to the previous settings and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 4193 implantable pacing lead 2006-(B)(6), (B)(4).